Event description:
It was reported a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The hcp indicated that the pump was showing 5 motor stalls, (B)(6) and all but the last motor stall on (B)(6) 2014 does not have a recovery. There was also a tube set log on (B)(6) 2014. The patient was having increased pain and had been to the ER (emergency room) and was give scripts for dilaudid. The patient had not experienced any blatant withdrawals. The pump was used to deliver fentanyl. Additional information later reported the patient went through withdrawals and the pump found to be stalled. The patient experienced underdose symptoms, withdrawal symptoms. The pump was replaced. The patient status at the time of the report was indicated as alive, no injury. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l78687, implanted: (B)(6) 2000, product type: catheter. (B)(4).